Event description:
It was reported that the patient had a full body MRI due to injury. A power on reset (por) occurred. The error code was 0400. The patient felt no unusual stimulation sensations during the MRI. It was further reported that the por resulted from having an MRI. The patient's system was functioning normally.

Manufacturer narrative:
Product event summary number reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was sufficient to evaluate and investigate because the parity por (0x0400) was due to a full body MRI and the rep reported no adverse effects with the scs system functioning normally. The ins 37714 restore sensor remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins 37714 restore sensor. The event was reviewed for previous investigations and it met the inclusion criteria for previous investigation (B)(4)- parity por for scs and (B)(4) - emi in clinical environment for stim and gu. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend electromagnetic interference. It was still included because a por was seen due to the MRI even if the rep reported no adverse effects and the system is functioning normally. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was associated to a data monitor. Event was related to normal or expected complications or performance as disclosed in product labeling. Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754 , serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).